Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6179695, medical device expiration date: 2017-12-31, device manufacture date: 2016-06-27. Medical device lot #: 6035742, medical device expiration date: 2017-07-31, device manufacture date: 2016-02-04. Medical device lot #: 6074938, medical device expiration date: 2017-09-30, device manufacture date: 2016-03-14. Medical device lot #: 6041682, medical device expiration date: 2017-08-31, device manufacture date: 2016-02-10. Medical device lot #: 6187868, medical device expiration date: 2017-08-31, device manufacture date: 2016-07-05. Medical device lot #: 5330689, medical device expiration date: 2017-05-31, device manufacture date: 2015-11-26. Medical device lot #: 6179693, medical device expiration date: 2017-12-31, device manufacture date: 2016-06-27. (B)(6). Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hemolysis with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using several bd vacutainer® sst¿ ii advance plus blood, there has been an increase in hemolysis in samples. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: date received by manufacturer has been updated.